Manufacturer narrative:
The lot number was provided. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported ot date for this lot number. The device was not returned. Medical records were provided and reviewed. Based upon the medical record review, the complaint investigation is confirmed for filter tilt and removal difficulties. Based upon the reported event, the removal difficulties were due to the filter being embedded in the ivc wall; however, the definitive root cause for the filter tilt is unknown.

Event description:
It was reported that approximately six months after implantation of a vena cava filter, the filter was noted to be tilted and appeared to be embedded in the ivc wall. Attempts to remove the filter were unsuccessful and the filter remains implanted. There was no reported patient injury.